Manufacturer narrative:
Additional data: h6 - device code: 1494 - this lens model is contraindicated for patients with age less than that of 21 years. Corrected data: b5: the reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -12.50/+1.0/105 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6) 2020. The lens was explanted on (B)(6) 2020, due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The cause of the event was unknown. D6b: (B)(6) 2020. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -12.50/+1.0/105 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The cause of the event was unknown.